Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was not reproduced but confirmed through a review of the device event history log by a one time presence of "system error 105" in the log. The assignable cause was unable to be determined. Per procedure the motor assembly was replaced.